Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es , the adhesive securing the lock had failed. A customer indicated that the user experienced a delay in dispensing medication as a result of a reported malfunction however, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 26-mar-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the remote manager's door as the adhesive securing the lock had failed. The field service engineer (fse) resolved the issue by replacing the latch assembly and verifying proper functionality. The system functioned as intended after the field service engineer repaired the device.